Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: once the device was inserted, the trocar was extended through the staple line, but it was noticed no trocar was attached. The surgeon then tried to put the anvil to the device, but it could not be attached as a piece from the trocar was in the shaft. The other piece of the trocar was found on the membrana mucosa. Surgery was extended one hour and some bleeding under 200cc occurred. A new instrument was used to complete the procedure and a covering stoma was set.